Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for undefined high superior vena cava (svc) defibrillation impedance. The svc coil was programmed off. No patient complications have been reported as a result of this event.